Event description:
It was reported that patient controller displayed the elective replacement indicator (eri) message. Patient uses tonic stimulation and the device is providing therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-op.